Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The lead was also noted to exhibit high pacing impedance. The lead was capped and replaced on 20 jul 2023. The patient was discharged.